Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
A physician reported that the patient was admitted to the hospital . The reason for the patient¿s hospital admission was not reported. They stated that they needed to turn the pain pump off ¿for medical reasons¿. When asked if there was something going on with the pump, they stated ¿yeah; that it was medically necessary to stop the medication". They stated that if the pump could be turned off in the next twenty-four hours, then ¿the patient would be okay¿. They thought the medication used within the system was morphine.